Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 844631-not valid, 646531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's medical history included benign tumor excision, parity 1, multigravida, benign tumor excision, parity 6 (B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009 (alexis-cleft palate; esperanza- strawberry hemangiomas) during any of the pregnancies), uterine fibroid, anemia and anxiety. Previously administered products included for an unreported indication: depo-provera in 2007. Concurrent conditions included carpal tunnel syndrome, uterine leiomyoma, pain in elbow, neck pain, menorrhagia, oral submucosal fibrosis and heavy periods. Concomitant products included citalopram, docusate sodium and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding/abnormal bleeding/abnormal bleeding"), the first episode of allergy to metals ("nickel allergy/possible allergy or hypersensitivity reaction and nickel allergy"), female sexual dysfunction ("apareunia/apareunia/apareunia"), the second episode of allergy to metals ("allergic and hypersensitivity reaction/possible allergic/hypersensitivity reaction and nickel allergy"), dyspareunia ("dyspareunia/dyspareunia/dyspareunia"), migraine ("migraine/migraine/headache"), headache ("headache/migraine/headache"), nausea ("nausea/nausea") and abdominal pain ("abdominal pain/abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, the last episode of allergy to metals, dyspareunia, migraine, headache and nausea outcome was unknown, the genital hemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital hemorrhage, headache, migraine, nausea, pelvic pain, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: essure tubal occlusion. Micro-inserts implanted on right side with 2 coils via the standard procedure using hysteroscope. Essure tubal occlusion done on left side with 3 coils via standard procedure under hysteroscopic visualization. (Discrepancy noted: removal date was reported and it was reported in fu that patient went to her family doctor to talk about the pain and other issues that I had been having and he sent me to an ob/gyn. (B)(6) 2015 - to discuss hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2015: demonstrated ovaries, which were within normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on 9-jun-2020: lot number was wrongly added in previous follow up. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 844631-invalid,646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test." The patient's medical history included benign tumor excision, parity 1, multigravida, benign tumor excision, parity 6 (B)(6) 1998 , (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009 (alexis-cleft palate; esperanza- strawberry hemangiomas) during any of the pregnancies), uterine fibroid, anemia and anxiety. Previously administered products included for an unreported indication: depo-provera in 2007. Concurrent conditions included carpal tunnel syndrome, uterine leiomyoma, pain in elbow, neck pain, menorrhagia, oral submucosal fibrosis and heavy periods. Concomitant products included citalopram, docusate sodium and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/abnormal bleeding/abnormal bleeding"), the first episode of allergy to metals ("nickel allergy/possible allergy or hypersensitivity reaction and nickel allergy"), female sexual dysfunction ("apareunia/apareunia/apareunia"), the second episode of allergy to metals ("allergic and hypersensitivity reaction/possible allergic/hypersensitivity reaction and nickel allergy"), dyspareunia ("dyspareunia/dyspareunia/dyspareunia"), migraine ("migraine/migraine/headache"), headache ("headache/migraine/headache"), nausea ("nausea/nausea") and abdominal pain ("abdominal pain/abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, the last episode of allergy to metals, dyspareunia, migraine, headache and nausea outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: essure tubal occlusion. Micro-inserts implanted on right side with 2 coils via the standard procedure using hysteroscope. Essure tubal occlusion done on left side with 3 coils via standard procedure under hysteroscopic visualization. (Discrepancy noted: removal date was reported and it was reported in fu that patient went to her family doctor to talk about the pain and other issues that I had been having and he sent me to an ob/gyn. (B)(6) 2015- to discuss hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen on (B)(6) 2015: demonstrated ovaries, which were within normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, chronic pelvic pain lot # 844631-not valid . Lot number:646531 ,manufacturing date:2009-06, & expiration date:2012-06, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 844631-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's past medical history included benign tumor excision, parity 1, multigravida, benign tumor excision and parity 6. Concurrent conditions included carpal tunnel syndrome, uterine leiomyoma, pain in elbow, neck pain, menorrhagia, oral submucosal fibrosis and heavy periods. Concomitant products included citalopram, docusate sodium and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic and hypersensitivity reaction"), dyspareunia ("dyspareunia"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, female sexual dysfunction, hypersensitivity, dyspareunia, migraine, headache and nausea outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure tubal occlusion. Micro-inserts implanted on right side with 2 coils via the standard procedure using hysteroscope. Essure tubal occlusion done on left side with 3 coils via standard procedure under hysteroscopic visualization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 844631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's past medical history included benign tumor excision, normal delivery (live child), gravida ii, benign tumor excision and parity 6. Concurrent conditions included carpal tunnel syndrome, uterine leiomyoma, pain in elbow, neck pain, menorrhagia, oral submucosal fibrosis and heavy periods. Concomitant products included citalopram, docusate sodium and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic and hypersensitivity reaction"), dyspareunia ("dyspareunia"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteretomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, female sexual dysfunction, hypersensitivity, dyspareunia, migraine, headache and nausea outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure tubal occlusion micro-inserts implanted on right side with 2 coils via the standard procedure using hysteroscope. Essure tubal occlusion done on left side with 3 coils via standard procedure under hysteroscopic visualization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event: severe and permanent injuries were updated to events: abnormal bleeding, possible allergic or hypersensitivity reaction and nickel allergy apareunia &dyspareunia, hysterectomy, migraines / headaches, nausea, and severe and persistent pelvic & abdominal pain, patient did not undergo confirmation test were added. Concomitant disease, concomitant drugs, historical condition were added. Lot no. Were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.